Manufacturer narrative:
Batch history review: the batch number of the involved vena cava filter has not been communicated to us for investigation. Investigation: the device has not been returned for investigation. "Customer reported that the filter did not open but after clinical discussions and film review it appears that the filter dissected the ivc wall. The physician tried to snare the filter, the filter was surgically removed. An option temporary filter was then placed. No adverse pt outcome was reported." A bis rep reviews the film on 9/20/2010. It appears as if the filter has been placed in the wall of the ivc, due to a dissection of the ivc vein." During a subsequent visit, the physician acknowledged the placement was due to a dissection. Conclusion: the filter non opening incident is the consequence of a dissection of the ivc. No corrective action is envisaged.

Event description:
It was described that a filter implanted in a pt (B)(6) did not opened. As the physician attempted to snare the filter, the filter opened. The filter was surgically removed and a temporary filter was placed. No adverse pt outcome was reported.